Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e339 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot e339 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber), and alarm #18: system pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated an alarm #18: system pressure was received at approximately 200 ml whole blood processed (wbp). The customer reported that the treatment ran smoothly until an alarm #7: blood leak (centrifuge chamber) was received at approximately 1333 ml wbp. The customer inspected the cellex kit and observed that blood was leaking from a crack in the drive tube. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. Although requested, no product has been received for evaluation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. A review of the photographs verifies a drive tube leak/break occurred during treatment. The photographs show a break in the drive tube component of the kit where the leak occurred. In the photographs there is evidence of witness marks on the centrifuge chamber wall indicating the drive tube had contacted the centrifuge wall. A material trace of the drive tube used to manufacture kit lot e339 found no related non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The root cause of the drive tube leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 05/30/2018.